Event description:
Caller reported seeing a blank screen on the pump, which affected their ability to interact with or read the pump display. The customer's blood glucose level was 400 mg/dl. The customer reverted to an alternative method of insulin therapy.